Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging there were black marks on their onetouch ping meter display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product returned on 06/10/2015 and tested on 06/22/2015. The meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked/broken lines with black marks found on the lcd. In addition a secondary issue was noted, the meter was found to have coil l103 burnt. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.